Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was able to reproduce the reported safety disk malfunction. Fse found that safety disk in range of cycles and expiration date. All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) a safety disk issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.